Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indciated that it takes between 45min-1 hour to charge implant and he has to charge it every 2 days. Pt stated a couple of days ago he got a CT scan. Pt stated he is having pain from his right side shooting from the neck down to his right arm and the pain woke him up. Pt stated he took medications but he should not be taking any since the implant should be doing it's job, and this never happened before with his old implant. Pt added pain is not sever enough for him to have to got to hospital. Pt added the implant battery itself is not bad, but it takes longer than the promised 15-20 min of charge time. Pt stated rep also told them they should not need to touch their implant 7 days after the implant date, but pt checked before the 7 day mark and implant was lower than expected. Pt also stated mdt rep told him his implant should not be vibrating, but stated that's how the implant does its job by vibrating.

Event description:
Patient reported their rep told them it does not need to vibrate in order to work. Patient stated nothing was done and it was not ok.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient states they met with the representative last month in august and they are trying something new. Patient states his system was only set up for 3 levels but they are trying another 4 levels and they said it will last 9 days but they lied. Agent asked if patient tried changing groups and patient said they went back to the old one but it still doesn't vibrate and doesn't do anything. Patient mentioned they texted the representative a couple days ago and the representative said it is not supposed to vibrate. Pt reported he thought he was getting a nonchargeable battery but was given rechargeable. Patient said before they had vibration going on and it were doing great but now its not doing any better and he was having pain. Patient stated they almost got into a point where they went to the hospital but said they will bear it out until they gets time to take his medicine. Patient also mentioned the medicine is not helping anymore because it is a low dose medicine and it is just like putting a band aid on a cut that needs stitches. Patient then said when he lays down on his pillow and gets a pain shooting from his neck to the stimulator like it's not doing its job and they can't take any more medicine until 6 o'clock from right now from 4: 13 to 6: 00. Patient asked if they could take out the new battery and put the old battery back in there and they said no because with the other battery they didn't have to change nothing but turn it on one time and put it on any setting that they wanted to and not charge it at all. Patient thought that was what they was getting when they were putting this new battery in but the girl that they were working with at the time said no this will be easier and better. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. It was reported that patient called back and said since implant of current stimulator, the stimulation had not been helping. Patient said stim was good with their old implant, but then that battery died and they were told the current implant would be better, but stim still wasn't helping. Patient said the rep told them stim wasn't supposed to vibrate, but patient said that was wrong. Patient mentioned they had met the rep to put in a 4th program that rep said didn't vibrate and patient wouldn't have to charge the implant for 7 days, but patient said the rep was wrong because patient had been charging every 2 days and the stim on that program wasn't helping so patient was still having to take meds. Patient then mentioned the implant battery was going to 60% in 2 days, when the battery used to only go to 70 or 80% in 2 days. Agent redirected to doctor to further address the issue and contact a rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.